Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy full). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, weight increased and migraine outcome was unknown and the genital haemorrhage, dyspareunia, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, device dislocation, dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2005: essure confirmation test (unspecified). Result- bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Lab data added. Event injury nos replaced with migration, gen. Abnormal bleeding, dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, weight gain and migraine added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device: uterus') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast lump removal, hidradenitis suppurativa and carpal tunnel release. Concurrent conditions included spinal stenosis, gastroesophageal reflux disease, uterine cervical pain, attention deficit/hyperactivity disorder, low back pain, lumbar spondylosis, head injury, synovitis, adenomyosis, uterine leiomyoma, paratubal cyst, hematuria and cyst ovary. Concomitant products included cariprazine hydrochloride (vraylar) since 2018, duloxetine since 2016, gabapentin (gabapentine) since 2015 and loratadine since 2014. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and migraine ("migraine"). In 2005, the patient was found to have weight increased ("weight gain/ loss (specify which one) weight gain") and experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy full with bilateral salpingo-oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device expulsion, genital haemorrhage, dyspareunia, pelvic pain, abdominal pain, weight increased, migraine, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, device expulsion, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2005, (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: results: total bilateral occlusion. Imaging procedure - on (B)(6) 2005: essure confirmation test-(unspecified). Result- bilateral occlusion. Pathology test - on (B)(6) 2018: benign brenner tumor left ovary, 4.0cm greatest dimension. Adenomyosis. Leiomyomas. Inactive endometrium cervix, serosa, and tubes with no diagnostic abnormalities. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. New events: abnormal bleeding (vaginal, menorrhagia) were added. Migration of essure device updated to migration of essure device: uterus. Onset dates were added. New reporters and plaintiffs information added. Concomitant conditions, drugs, historical conditions and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.